Event description:
It was stated that insulin leaked past the o-rings into the reservoir compartment. The o-rings were not malformed in the package and the customer handled the reservoir properly. A blood glucose reading of 300 mg/dl was also reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.